Event description:
Caller reports back to back results of 428mg/dl, 259mg/dl and 191mg/dl while using the inform system. Caller reports pt was not treated based on the meter results. Caller reports quality controls were run and passed. A request was made for return of the suspect product and a replacement was sent.